Manufacturer narrative:
It is indicated that product is not returning for eval. Therefore, investigation of the complaint to determine root cause cannot be completed. Retain strip testing results met both accuracy and strip repeatability criteria. A review of the MFR record for the lot did not uncover any non-conformance. Lot meets release spec. Results of the query of similarly incidents in the complaint system for this lot did not indicate a mfg issue. Root cause could not be determined from the info provided by the customer. Based on the info available, there is no indication of a product deficiency. No corrective action is required at this time. This issue will be subject to tracking and trending.

Event description:
Caller alleged discrepant precision inratio inr results. Results are as follows: date (B)(6) 2013, inratio2 inr 5.5, 1.6 and 1.9. The time between testing five (5) minutes. Reportedly, the finger was "milked" and the first drop of blood was not used. Therapeutic range 2.0 - 3.0 for pt. There was no reported adverse pt sequela. There was no add'l info provided.